Event description:
The pt reported that on (B) (6) 2010, insulin was leaking from the infusion set and the pt's blood glucose was elevated to 157 mg/dl. The pt changed the infusion set and bolused through the infusion device. On (B) (6) 2010, the pt found the infusion set was again leaking insulin. The pt's normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.